Manufacturer narrative:
(B)(4). Concomitant products: part 195884, lot unknown- vgxp xp e1 tib brg lm 9x71; part 195754, lot 841570- vgxp xp inlk pri tib tray 69mm. Multiple MDR reports were filed for this event; please see associated report: MFR 0001825034-2017-10287. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
It was reported that a during a left knee replacement surgery on (B)(6) 2014 the number 9 size bearings was not in stock and the surgeon had to recut the tibia for bearing size 10. The lack of appropriate size caused a deviation to expected technique. Attempts to obtain further information have been made and no further information has been provided.